Event description:
It was reported that a pump was programmed to deliver platelets to a pt. Approx 15 mins after the start of the infusion, it was observed that the pump was infusing, but no medication was being delivered. It was reported that after the tubing was checked, the pump was reprogrammed and the pump infused correctly. It was then observed that the secondary medication had traveled to the primary IV set.

Manufacturer narrative:
(B)(4). The device was not returned to sigma for eval and therefore, an eval could not be completed. If the device is returned, an eval will be completed and a supplemental report will be submitted. The specific IV set being used at the time of the event is unk. However, a known cause of fluid migration while delivering a secondary medication is a failed in-line back check valve on the primary IV set.